Manufacturer narrative:
Since no lot number is available, a detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through pms product trends and malfunction. If any trends picked up, this will flag on the trips and alerts according to the omqr procedure.

Event description:
Reference number (B)(4). Event occurred in canada. It was reported that the patient experienced kinked cannula on (B)(6) 2024 leading to high blood glucose. The site of location of infusion set was abdomen. The issue was observed within three to four hours of insertion. High blood glucose was addressed using correction bolus via pump. No further information available.